Manufacturer narrative:
The product number had been entered incorrectly; the correct product number is 24932. During investigation we found a non-ds abutment attached to the fractured implant. Medical device problem code: add 1494. Type of investigation: add 10. Investigation conclusions: add 24.

Event description:
It was reported that a patient experienced a dental implant fracture. 3 mm broken off from the implant neck, both fragments are present. Abutment still stuck in the upper part.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.